Event description:
It was reported that during patient use, the ventilator generated a ticking noise and displayed an error message. The patient's father placed the patient on a backup ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the buzzer board to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.